Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt stopped charging the ipg about six months ago because it took too long to charge. The ipg is now depleted. The physician has scheduled surgical intervention to address the issue.